Event description:
The account stated that a patient contacted their lab regarding falsely elevated architect ca19-9 results which were generated. An initial ca19-9 result of 132 u/ml was generated on a patient sample from (B)(6) 2012. A new sample was obtained 8 days later and a ca19-9 result of 139 u/ml was generated. Additional diagnostic procedures were performed: ultrasound, CT, mrt, pet-CT. Additional invasive diagnostic procedures performed were: colonoscopy, gastroscopy and cystoscopy. All generated negative results. The pet CT results indicated no tumor present.

Manufacturer narrative:
(B)(4): colonoscopy, gastroscopy and cystoscopy; (false positive result). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Correction was added, catalog number-size code. Additional information was received on (B)(6) 2012 indicating that the correct size code of the architect ca19-9 reagent lot 08851m500 used by the customer was 2k91-20. The previous report was submitted with a different size code (2k91-25).

Manufacturer narrative:
Evaluation of the issue revealed that the conjugate component of the architect ca19-9 affected reagent lots contributed to elevated ca19-9 patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9 reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.